Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd a-line¿, an unspecified number of devices had cracked walls which led to leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received a video clip for investigation. Evaluation of the attached video-clip shows evidence that barrel was damaged causing leakage upon visual inspection of 10 retained samples, no cracked or damaged samples were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged - cracked product. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd a-line¿, an unspecified number of devices had cracked walls which led to leakage. No adverse impact was reported regarding the patient or user.